Event description:
It was reported that during a diagnostic ebus-tbna procedure, the needle could not be removed once inside the body, and the needle core fractured when removed and pulled. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of a broken needle was confirmed. In addition, evaluation found that both the tip and the proximal side of the broken needle were crushed and oval-shaped. A device history review (DHR) was completed, and no issues were identified. Based on the results of the investigation, a definitive root cause of the broken needle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.